Event description:
The customer reported that during procedure preparation, he noticed that the loop part of his olympus autoclavable 4mm telescope was distorted. So, he stopped using that device, and continued/completed the intended procedure using a similar unit. The customer went on to confirm there were no health risk associated with this event. During the device evaluation, it was discovered that the light guide connector was damaged. This report is being submitted to capture the confirmed damaged to the light guide connector noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit¿s light guide connector was found damaged. The unit was also found dented in other locations. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed light guide connector damage and outer tube dent could not be determined, however, the issues were likely the result of device wear and tear, and excessive mechanical force due to an impact. Olympus will continue to monitor field performance for this device.